Event description:
This is field to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The first clip was implanted with no reported issue. A second clip was attempted to be paced laterally. The clip delivery system (cds) was not curved past 90 degrees and adequate height was achieved. The + knob was utilized to achieve perpendicularity with the line of coaptation. Grasp with adequate tissue and mr reduction was achieved but the clip opened about 25-30 degrees while establishing final arm angle (efaa). Troubleshooting was attempted by leaving grippers down, opening clip past 60 and locking again before closing. The clip continued to fail efaa, so it was decided to replace the clip. Another clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) was unable to be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).